Event description:
It was reported that patient underwent ligament fixation procedure on (B)(6), 2010. During the procedure, it was noted that the ziploop length of the component was too long. It was able to be used to complete the procedure and no delay to the procedure or injury to the patient was reported. No further information has been provided to date.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.